Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16152. It was reported that the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 where both leads were explanted and replaced. Therapy was restored post op.